Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed an alert indicating an external flash write error, after which the user switched to backup therapy and maintained stable blood glucose. Symptoms included no reported adverse clinical effects. Outcomes included no change in the user¿s condition and no medical intervention or hospitalization. Investigation included a review of complaint history, technical assessment based on the reported alert, and receipt and inspection of the returned device. Investigation of this case revealed a device data storage error consistent with an external flash write fault. It was concluded that the device malfunctioned and that replacement was warranted, with no user harm reported.